Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, at the first firing, the reload was attached to the handle and ascending colon resection was intended to be performed. After the nurse set up the handle and reload, the device was given to the doctor, and when the doctor attempted to fire the device in the condition that tissue was clamped, it would not fire. The same operation was repeated several times, but the device did not work. When reload was released from the tissue and replaced with a new one, the new one was able to be used without problem. There was information that one blue lamp on handle was flashing at the time of the malfunction. There was no patient injury.